Event description:
Covidien received complaint information from a hospital where a post-operative heart surgery patient was placed on an 840 ventilator. The report also indicated that within seconds, the patient coded, was revived and placed on another ventilator. The ventilator displayed "waiting for patient". The customer indicated that the event reported occurred within a matter of seconds and it appeared that the device may not have had time to sense the patient then deliver the first breath. The customer indicated that the patient was not harmed or injured as a result of the event. The covidien customer service engineer (cse) evaluated the device and could not duplicate the reported alleged malfunction. The device passed all testing.

Manufacturer narrative:
(B)(4).